Event description:
Pt with cochlear implant diagnosed with presumed bacterial meningitis. No organism was isolated, but the pt had been on antibiotics prior to lp. Clinical exam, cell counts, glucose, and protein were all very strongly suggestive of meningitis. This is the pt's second episode of meningitis with this implant - the first was in 2002. A previous medwatch report was submitted for that episode.